Event description:
The complainant stated the bed is in the lowest hi/low position and the bed has no functions working and none of the leds are lit.

Manufacturer narrative:
The account has not returned hill-rom's attempts to determine the resolution of the alleged malfunction.